Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to the presence of air in the extracorporeal circuit. The pt's hb decreased from 8.6 g/dl on (B)(6) 2011 to 8.0 g/dl on (B)(6) 2011. Iron sat was 23%. Pt receiving 200/300 mg iron weekly. Epogen was increased to 50,000 1xwekk from 50,000 units every two weeks. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed approx to air in the extracorporeal circuit. Rinseback was not performed due to the presence of air. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.